Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.

Event description:
It was reported that the device reached end of service (eos) and that there was early battery depletion. The device was explanted and replaced. There were no patient complications were reported as a result.